Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 flow transducer, n2o flow transducer, air flow transducer, flow head assembly, and power control board were replaced to resolve the reported event.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.